Manufacturer narrative:
An event regarding alleged infection involving a mets distal femur was reported in (B)(6) 2014. The event was not confirmed. Batch/kit numbers of the device in-situ at the time of the complaint is unknown. Information provided by the surgeon details that there were no mechanical problems and that the implants were discarded as they were septic. A new mets distal femur was successfully implanted in (B)(6) 2014. Device evaluation could not be performed as the product was discarded. Medical records were not returned to allow the root cause of the infection to be established. DHR review could not be completed as the lot number of the device in question is not known. Infection is a procedure-related aspect of arthroplasty with sometimes additional patient-related risk factors for infection and is not necessarily related to the device. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Stanmore will continue to monitor for trends. Corrected data: common device name corrected from "prosthesis, knee femorotibial, cons" to "limb salvage system".

Event description:
The healthcare facility reported via a facsimile dated october 13th, 2014 that the surgeon revised a patient's femoral components following the patient developing an infection. The surgeon's follow up email reported that there was no problem with the implant that was in place, however during the procedure, he decided to revise the unsealed femoral components. The surgeon also noted that the explanted components were discarded. The revision procedure was successful, with no reported adverse consequences. This is a supplemental report to 3004105610-2014-00046 ((B)(4)).

Event description:
The healthcare facility reported via a facsimile dated (B)(6) 2014 that the surgeon revised a patient's femoral components following the patient developing an infection. The surgeon's follow up email reported that there was no problem with the implant that was in place, however during the procedure, he decided to revise the unsealed femoral components. The surgeon also noted that the explanted components were discarded. The revision procedure was successful, with no reported adverse consequences.

Manufacturer narrative:
The facility discarded the explanted components, thus they are unavailable for evaluation. The facility has not responded to the company's request for additional information regarding the reported event. If additional information is reported, a supplemental report will be provided. It is important to note that infection is a well recognized complication for patient undergoing implantation procedure. More specifically, the mets distal femur replacement instructions for use, section: "adverse reactions", indicates "infections which may require temporary or permanent removal of the device". The device instructions for use also identifies infections as a possible early and late post-operative complication of a device.